Event description:
Thread-like object about 4 to 6 mm in length (resembling 10-0 nylon suture fragment) came through, after some solution had already been injected. Fiber submitted to distributor. 8/14/95 summary of investigation by MFR: the material was visually inspected upon receipt. It appeared to be a dark fiber. The batch record was reviewed & results are as follows: all component preparation records, formulation & filling sections were reviewed. No variances were noted. The formulation & filling sections were reviewed with no deficiencies noted. All vialble & non-viable enviormental monitoring data for the class 100 clean room was reviewed. All counts were in specification for the formulation & filling sections. All quality control testing results were within specifications. The packaging section of the record was reviewed. There was a total of 17,504 units produced. The investigation did not reveal any info that would relate this particular product complaint to the MFR.